Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages, and weights was not provided. The date of event was not provided. Device manufacture date is pending. The doctor reported that when root canals failed extractions had to be done and implants inserted. The product has been identified as an affected product in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
A doctor alleged that there were cases were postoperative sensitivity and root canal failure had occured when using the elements obturation unit with buchanan tips.